Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air derive device coupling tool side was not functioning and was defective. It was noted that there was a problem in the coupling mechanism, and the reverse trigger was stuck due to rusting. It was also noted that the device failed pre-repair diagnostic tests for function of the attachment coupling, function of the attachment coupling with attachments, reverse locking mechanism assessment, triggers for forward / reverse mode, and untrue running. It was noted in the service order ¿not working when connecting to hose pipe¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.